Event description:
It was reported by the affiliate that the (1) ax55g was used during a low anterior resection procedure. It was reported that the instrument had no staples inside. The case was completed with another instrument and with no pt consequence.